Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient controller was inside pt's (patient) truck while pt was pumping gas and the stimulation intensity ramped up on it's own from about 9 milliamps to about 18 milliamps. Pt tried to turn stim down/off but was not able to do so. Pt drove home and tried connecting the recharger but was still unable to turn stim off. The pt drove to their physician's office and on the way was finally able to turn stim off. At the dr. Office they turned stim back on to test turning stim off with hcp tablet and the dr also could not turn stim off. Caller escalated stating this is dangerous because stim controls muscles/nerves and can hurt to turn it up that high. The patient speculated that if this happened overnight, pt might not be able to function or walk/can't function sometimes if it's that high, which is why pt turns stim up/down or on and off in morning/night based on pain levels for the day. At the dr. Office, the physician told pt to take the li battery out (pt thinks the dr believed that would turn ins off). It was confirmed that the pt did not see any error screens or messages on the controller at the time of the event. Pt thought the event was recurring (without the unwarranted stim change).  At the time of the report, pt ins battery was 80% and controller battery was 0%. Pt could not get past the charge controller battery screen to turn stim down/off on the day of the report. Pt had to drive home to charge controller enough to turn stim off. Patient services specialist reviewed controller function and confirmed controller/screen are all functioning as designed during the call. There is no visible damage to controller port or battery contacts. Pt can see scraping on li battery contacts where the contacts enter the battery but seemed that the contacts are going into the right area and confirmed no issues charging li battery. Pt will monitor implantable neurostimulator intensity changing and controller function. The patient was redirected to their health care professional to address the stimulation issue if it occurs again.